Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, or sensor errors noted. The pump was received with a cracked case at battery tube side. The following was noted during visual inspection: minor scratched display window, scratched window display cover, scratched case, pillowing keypad overlay, stained keypad overlay, scratched keypad overlay, cracked case corner of belt clip rails, cracked battery tube threads, broken belt clip rail, cracked retainer, and cracked reservoir tube. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the motor and force sensor. The test p-cap locks properly in place in the reservoir compartment noted. Damage- cracked case battery tube confirmed at the back of the pump. Damage-retainer ring damage confirmed. Unable to verify low bgs. No sensor issues/errors noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hypoglycemia with a blood glucose value of 2 mmol/l due to sensor issues. The customer also reported damage to pump. The customer treated hypoglycemia through carbohydrate intake. The event involved product(s) mmt-1885. Troubleshooting was partially performed for hypoglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. It was unknown whether the customer was using auto mode/ smart guard feature at the time of reported event. Troubleshooting was performed for pump damage and confirmed crack on battery side without impacting pump functionality. No further patient complication was reported. Mmt-1885 was returned for analysis.